Event description:
A pt put their finger in the clip on the sling and it became stuck. The fire brigade was called to cut their finger free.

Event description:
The facility reports a pt put their finger in the clip on the sling and it became stuck. The fire brigade was called to cut the finger free.